Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath (clear) was selected for use. After removing the dilator from the sheath, intermittent air was aspirated during aspiration. Air was observed in the sheath and in the flush port. Even after aspiration, air continued to be intermittently aspirated. Only the electrode catheter had been inserted into the patients body when air was observed. It was determined that the hemostatic valve was loose, so the sheath was replaced, after which the issue was resolved. No patient complications occurred.